Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had recorded a signal artifact monitor (sam) episode several years ago. This pacemaker has been explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker had recorded a signal artifact monitor (sam) episode several years ago. This pacemaker has been explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this pacemaker system oversensed the minute ventilation (mv) signal on the right atrial (ra) lead. Boston scientific technical services (ts) discussed reprogramming options. In addition, the ra lead exhibited noise. Subsequently, a revision procedure was performed, and the ra lead was surgically abandoned and replaced. It was noted the ra lead was damaged, as it was pinched by a ligament on the right side of the patient's body. The pacemaker remains in service. No additional adverse patient effects were reported.